Event description:
It was reported by a sales representative (sr) that while using the programmer, surface leads were connected to the patient and the device was interrogated; noise appeared on the electrocardiogram (ECG) trace. No noise was displayed when just the leads were connected. Technical support (ts) walked the sr through some troubleshooting steps such as connecting the programmer to a different power source; no affect. Changed radio frequency (rf head) with no affect on the displayed noise. Repositioned the rf head cable and ECG leads and that did not affect the noise either. The ECG and rf head connector was manipulated and that also had no affect on the noise displayed on the ECG when telemetry was established. No noise on the ECG when there was no telemetry. The programmer remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).